Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have an imprecise motion failure. This instrument¿s grip tip was not moving intuitively, i.e. It was not following the master tool manipulator (mtm) input commands smoothly. The instrument tip did not move intuitively at the grip orientation. The instrument exhibited imprecise motion and visual inspection showed a broken grip cable at the distal idler pulley. The imprecise motion is attributed to a broken grip cable. An additional observation related to the customer reported complaint: the instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. As a result of a broken grip cable, the instrument exhibited imprecise motion during in-house functional testing. The complaint regarding delayed movement was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the monopolar curved scissors (mcs) instrument was not responding to surgeon¿s commands. The mcs had a delay in movements and when the surgeon tried to move it, it did not move in the same direction as it should. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs moved in opposite direction. The issue was persistent. The drape was exchanged during the procedure. The mcs was inspected prior to use and no damage was noted. No patient injury or harm was reported. Viscerolysis was performed when the issue occurred. No complications to patient due to to instrument issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting motion issue with monopolar curved scissors (mcs) , an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.